Event description:
It was reported that both ipgs became inoperable & were unable to communicate with external devices. Troubleshooting was unable to resolve the issues. As a result, the patient underwent surgical intervention on (B)(6) 2025 wherein the entire occipital system was explanted and the cervical ipg was replaced.

Manufacturer narrative:
Date of event is estimated. Further information was requested but not received.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.